Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient was hospitalized on (B)(6) 2024 because of high blood glucose level with the presence of ketons and therefore the patient was treated with IV insulin/dextrose infusion. The patient was hospitalized more than 24 hours. No further information was available.